Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the screen froze and became stuck on the windows update screen across multiple stations. The user also mentioned that hard reboots were performed on both stations multiple times; however, the issue continues to persist. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the screen froze and became stuck on the windows update screen across multiple stations. The user also mentioned that hard reboots were performed on both stations multiple times; however, the issue continues to persist. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the screen was unresponsive and stuck on windows update screen. A technical support specialist (tss) performed full synchronization successfully and shared the list of devices in communication with server as current to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.